Event description:
Part of the stryker overhead light peeled off and dropped outside the sterile filed onto the ground. Manufacturer response for or boom arm spindle light / flat panel, spindle light / flat panel (per site reporter): stryker ordered the replacement cover and will install it when it comes in.